Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. The visual inspection of the received device revealed that one of the screw tabs was broken abnormally at the distal end. The tab was not broken completely as intended. The most proximal internal thread in the head component was deformed. The dimensional inspection cannot be performed due to the post-manufacturing damage. The abnormal tab broken condition was consistent with a random component failure that may have been caused by untended motion. It should be noted that as part of the depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received screw implant confirmed the abnormal broken condition of the tab. While no definitive root cause could be determined, it is possible that the alleged abnormal tab removal condition may be occurred due to a random component failure that may have been caused by exposure to unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document/specification review; the relevant drawings are reflecting the current and manufactured revisions were reviewed. Device history lot: the DHR of product code 199725755s, lot 231867, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on march 11, 2019. Qty. (B)(4). The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure when the screw was inserted at s1 left and the surgeon tried to adjust the direction of the screwhead, the tab broke off. The surgeon then attempted to insert a set screw into the screw but could not insert it. The surgeon cut the remaining tab off the setscrew and attempted to reinsert but failed. The surgeon replaced the screw and completed the procedure. Concomitant device reported: inserter (part number unknown, lot unknown, quantity unknown). Locking/set screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) 5.5 exp verse can scr 7.0x55. This is report 1 of 1 for (B)(4).